Event description:
The device was implanted for use in 2002. The following month the nurse at the pt's bedside noticed blood in the device percutaneous lead vent holes. When the device vent filter was removed, several spurts of blood came out and then the blood stopped. A "whoooshing" sound was noted coming from the device and the device flow dropped from 5.7 tp 4.0 lpm. The pt was returned to the o.r. For device replacement and on two occasions prior to connecting to bypass the device flow rate dropped to 0 lpm. The device was replaced and the pt is doing well. The replacement device remains implanted for continued use by the pt.